Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing a bent infusion set cannula. She stated on the first incident, the infusion set felt "funny" and when she removed the headset, the cannula was bent. On 2 other occasions, the infusion site felt the same way but when the headset was removed the cannula was not bent. She believes it may have been bent in her body but was straight upon removal. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced. Alleged product was discarded. No product will be returned for evaluation.